Event description:
The customer reported the system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the problem was being caused by an ffb reboot. The cvi upgrade will correct this problem. Cvi upgrade for this system is scheduled for (B) (6) 2009. System operates as intended. (B) (4).